Event description:
It was reported that during an artificial urinary sphincter implant surgery, a 4.5 cm cuff was tried and not used. A 5.0 cm cuff was implanted as the physician determined it was a better fit for the patient. It was noted that the initial measurement appeared accurate, but when the 4.5 cm cuff was tried, it was way too tight. There was no device malfunction or patient injury in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during an artificial urinary sphincter implant surgery, a 4.5 cm cuff was tried and not used. A 5.0 cm cuff was implanted as the physician determined it was a better fit for the patient. It was noted that the initial measurement appeared accurate, but when the 4.5 cm cuff was tried, it was way too tight. There was no device malfunction or patient injury in relation to this event.